Event description:
It was reported that the pt experienced "loss of analgesia". A kink/occlusion in the intrathecal section of the catheter was noted. The pump contained hydromorphone 15 mg/ml and bupivicaine. The pt underwent surgery to revise the catheter; specific intervention performed was not reported. The pt recovered without sequela.